Manufacturer narrative:
Device received with normal operating currents. No unexpected power loss, replace battery alarm or replace battery now alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they insulin pump received replace battery alarm. The customer¿s blood glucose level was 200 to 290mg/dl. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.